Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited backup vvi operation during an unsuccessful cybersecurity update. Pocket stimulation was noted. A device download was performed successfully, restoring normal device function. No other patient symptoms reported.